Manufacturer narrative:
The subject device was returned to olympus medical systems corp. (Omsc) for investigation. The cutting wire was broken. The broken portion was scorched and melted. The outer diameter of the cutting wire was measured. The result indicated no abnormalities. The length of the cutting wire and the coated portion was measured. The distal side of the coated portion was missing approximately 3.0 mm. The end face of coated portion was torn. Other abnormalities that could lead to the breakage of the cutting wire were not confirmed. No abnormalities were detected in the device history record with the lot number for the following inspection items which related to the reported phenomenon. Length of cutting wire. Length of coated portion. Operation of cutting wire. Based on the results of confirmation of the device and the investigation results in the past, a likely mechanism causing the broken cutting wire might be the following. The device was not protruded enough from the endoscope until the rear end of the cutting wire was in the field of view. Due to the situation of ¿1¿ description, the cutting wire and the endoscope were being close to each other. The output was activated in state of ¿2¿ description. This might have led to an electrical discharge between the cutting wire and the distal end of the endoscope. An electrical discharge possibly occurred, and the cutting wire became hot instantly. That might have caused the cutting wire to break. A likely mechanism causing the missing of the coated portion might be the following: the slider was pushed more than needed causing the cutting wire to deflect. The deflected coated portion of the cutting wire and the metal part of the distal end of the endoscope came into contact when the forceps elevator was raised. The tube was moved back and forth in the situation of description ¿2¿, causing the metal part of the distal end of the endoscope to scratch the coated portion of the wire. As a result, the coated portion of the wire was ruptured. Some kind of force might have applied to the coated portion of the cutting wire when the device was withdrawn from endoscope. This might have caused the coated portion of the cutting wire to detach from the cutting wire. The above device handling has warned in the instruction manual.

Event description:
Olympus medical systems corp. (Omsc) was informed by the non-healthcare professional that during an endoscopic sphincterotomy using the subject device, the knife wire was broken off on activation. The subject device connected with high-frequency surgery equipment (non-olympus) . The intended procedure was completed with another device. There was no patient injury reported. The subject device was returned to olympus medical systems corp. (Omsc) for evaluation. Omsc found that the distal side of the coated portion was missing approximately 3.0 mm and the end face of coated portion was torn.